Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the stimulation was activated on (B)(6) 2020 and the patient had been reprogrammed and adjusted four times since then. At each reprogramming session, the patient was given 3 new programs to try for a day or two each. The patient was unwilling to give the different programmed settings (including high density, low density, different settings) a try despite reporting to the rep that it was not helping them and they couldn't stand the feeling of the stimulation. The patient was expecting immediate results. The patient reported that the program helped for a few days, but then they had discomfort in their legs, which occurred when the ins was on and when it was off. The patient was scheduled to see their doctor on (B)(6) 2020 to discuss other issues possibly causing the uncomfortable leg stimulation; issue has not yet been resolved. Additional information was reported that the cause of the uncomfortable stimulation/leg discomfort was unable to be determined. The patient has an appointment on september 10th, 2020 to discuss removal. Additional information was reported that the patient was explanted on september 28th, 2020. The rep was not informed prior so the explanted devices would not be returned. It was reported that the event is resolved.

Manufacturer narrative:
Continuation of d11: product ID: 977c265, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.